Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump as when the pump was pressed it was dimpled. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks and no misalignment was found within the pump. The pump kink resistant tubing (krt) were returned with the window quick connect (wqc) intact, therefore all three krt were cut to appropriate length prior to pump functional testing. The pump was functionally tested and did not pass inflation and activation tests. The analysis concluded the inflation and activation issue could affect the functionality of the devices. Product analysis confirmed the reported clinical observation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump as when the pump was pressed it was dimpled. No patient complications were reported.